Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad button symbols were worn off; however, the keypad was fully intact. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the down arrow button required increased force to engage. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. Unrelated to the keypad issue, it was noted that there was fog in the display and water in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.